Event description:
The endoeye flex deflectable videoscope loaner device was returned with a reported issue of an error e218 (scope failure) . There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to damage to the charged coupled device unit (ccd-unit) , an e218 scope error occurred. Additionally, the distal end had a scratch. The bending section cover (a-rubber) had a scratch. The adhesive on the a-rubber had a chip. The control unit had a scratch. The switch 1 button had a scratch. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. An abnormal sound was made due to damage on the angulation lever. The light guide bundle had broken. Due to damage to the ccd unit, a noise image occurred. The video connector case had a scratch. The video connector had a scratch. The video connector had a crack. The light guide connector had a scratch. The universal cord had a scratch. The light guide bundle had broken. The angulation lever had a scratch. The lock engagement lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. The grip had scratch. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defect was likely caused by breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling. Alternatively, the components including, integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. A definitive root cause cannot be identified. The event can be detected by following the instructions for use (chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system) which state: "confirm that the wli and nbi endoscopic images are normal.. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.